Manufacturer narrative:
Additional information: b2, b5, h1, and h6. B5: upon follow-up, it was reported that the patient experienced cardiac arrest and subsequently passed away. The cause of death was reported as due to cardiac arrest. It was not reported if an autopsy was performed. The patient was recovering from the peritonitis event at the time of patient death. Hemodialysis therapy was ongoing prior to and at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in fungal peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. It was further reported that the patient experienced "whole body" sepsis/blood infection and an electrolyte imbalance. The patient was hospitalized for the events. The patient was treated with unknown antibiotics. Pd therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient was recovering from the events. It was reported the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.